Event description:
It was reported that a customer experienced a malfunction in their pump, identified as 16-0x20e6. There was no information provided about the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.